Manufacturer narrative:
Per tandem's t:slim user guide, ¿your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer took the pump into a pool prior to the alarm. The customer reported a blood glucose level of 71 mg/dl. There was a delay in clearing the alarm; however, insulin delivery was resumed.